Manufacturer narrative:
In this incident, a proultra tip #7 separated. Though there is no indication that patient injury occurred as a result, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr.). The device was returned, visually inspected, and found to have separated approximately 10.25mm from the bend.

Event description:
It was reported that a proultra endo tip separated. Outcome of the event is not known as of this report.